Event description:
It was reported that this right atrial (ra) lead underwent a revision procedure for an unknown reason. This ra lead remains in service. No additional adverse patient effects were reported. Additional information indicated that micro dislodgement of the ra lead occurred. This ra lead was subsequently repositioned to address the anomaly. The patient is expected to make a full recovery.